Event description:
It was reported that during an oophorectomy procedure, the two devices would not open. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary. Analysis: device a was returned with the firing trigger jammed closed and loaded with 9/10 partially fired tr45b cartridge that was noted to have the lockout tab damaged. As the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the device. Caution: the firing stroke must be completed. Do not partially fire the device." No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, all firing trigger teeth were noted to be damaged. As the firing trigger did not go back to its original open position after achieving a full firing stroke and became jammed in the closed position, the closing trigger did not go back all its way to the open position. Device b. Received 10/31/2006; batch # t57w5z; manufacturing date: 7/2003; expiration date 06/2008 analysis: device b was returned in good visual condition and loaded with a fully fired tr45w cartridge that was noted to have the lockout tab normal. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, all firing trigger teeth were noted to be broken; however, event described could not be confirmed as the device opened without any difficulties noted.